Event description:
It was reported via a merlin.net transmission that the patient received multiple inappropriate anti-tachycardia pacing treatments as a result of noise on the right ventricular lead. The patient did not report any adverse effects or other symptoms from the event. Programming changes were made to disable high voltage therapy. The patient's condition remained stable after these changes.

Event description:
New information received noted that the lead was capped and replaced on an unknown date. The patient was in stable condition post-procedure.